Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported via an e-mail that the customer received an inaccurate fill estimate. Reportedly, the cartridge is filled with 300 units of insulin and the insulin gauge did not display an initial fill estimate of over 240 units. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. There was no reported impact to the customer's blood glucose level.